Manufacturer narrative:
Pump error alarm found in the insulin pump history due to software error alarm. Unit received with pump error alarm found in the insulin pump history problem isolated to electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarms. The customer¿s blood glucose level was 107 mg/dl. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. He customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.